Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-implant follow-up, far field r-wave oversensing was observed on atrial channel. Programming changes were made. Patient was fine.